Event description:
It was reported that the patients ipg was near end of life. The patient underwent an ipg replacement procedure and doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred in approximately few months ago on the date the manufacturer became aware of the event.